Event description:
It was reported that using a radial artery access approach during a procedure of the heavily tortuous, heavily calcified, de novo distal circumflex (cx) artery the 2.75 x 23 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion and the shaft was noted to be broken. The device was removed without reported issue and the procedure completed using a 2.75 x 28 mm xience prime and a 2.75 x 18 mm xience prime stents. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: rinato. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.